Event description:
Accure was notified by a provider that they noticed one spot appeared too hot so therefore requested service of the device. The provider then contacted accure three days later stating the patient called to report blisters and divots in her skin. Ruptured blisters with crust were observed at a follow-up visit and oral and topical antibiotics were prescribed.

Manufacturer narrative:
A service technician visited the site and found the unit to be operating per specification. Follow-up information indicated that puracyn plus antimicrobial solution was applied prior to laser energy application. Puracyn plus appears to be a contributing factor to localized thermal absorption of energy.